Manufacturer narrative:
A review of the (B)(4) service history was performed and found no contributing factors to the current complaint. There have been no further occurrences of falsely elevated alinity I toxo igg results generated using (B)(4) after the current complaint was received. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a false positive alinity I toxo igg result of 12.3 iu/ml was generated on (B)(6)2021 for a patient sample (ID (B)(6)) that retested negative at 0.2, 0.1, 0.3 and 0.9 iu/ml. The customer also observed negative qc out of range high (positive) on (B)(6) 2021 and had to repeat qc multiple times before it was within range. No adverse impact to patient management was reported.